Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed moisture in the breathing system. The breathing system was dried out and the vent engine was replaced. The unit was returned to service.

Event description:
The hospital reported the unit alarmed lost the ability to mechanically ventilate during a case. The patient was manually ventilated to continue the case. There was no report of patient injury.